Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was started on the patient, but the needle would not retract afterwards. This occurred on 2 separate occasions, and this complaint was created to capture the 2nd of the 2 related incidents. The following information was provided by the initial reporter: "unfortunately I need to report three more occurrences of a faulty insyte, all of the same size and unit number as the previous incidences (0016765). All three occurred on monday, june 8 but I only have one patient's unit number from that date. The nurses were able to start the IV but the needle would not retract. No injuries occurred.".

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was started on the patient, but the needle would not retract afterwards. This occurred on 2 separate occasions, and this complaint was created to capture the 2nd of the 2 related incidents. The following information was provided by the initial reporter: "unfortunately I need to report three more occurrences of a faulty insyte, all of the same size and unit number as the previous incidences (0016765). All three occurred on monday, june 8 but I only have one patient's unit number from that date. The nurses were able to start the IV but the needle would not retract. No injuries occurred."